Event description:
A caller reported a cartridge alarm 20 issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To address the issue, tandem technical support arranged to replace the pump and provided instructions on using a backup insulin pump to ensure continued insulin delivery. The caller was advised on the process for returning the problematic pump and receiving its replacement, with confirmation and understanding acknowledged.